Event description:
A journal article was reviewed which indicated that during a procedure, the catheter "dislodged" from the left atrium. The patient was brought back at a later date for another procedure with successful positioning. Additional information received from the co-author indicated that were no product problems as far as he was concerned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. Correspondence was sent to the author requesting additional information, with no reply at the time of this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: snare coupling of the pre-pectoral pacing lead delivery catheter to the femoral transseptal apparatus for endocardial cardiac resynchronization therapy: mid-term results. J. Intervent. Card. Electrophysiol. 2013;36(3):209-216. (B)(4).